Event description:
The hcp reported that the pt was in a coma caused by viral meningitis and needed magnetic resonance imaging. No pt symptoms were reported. Additional info has been requested, a follow-up report will be submitted if add'l info becomes available. Please see MFR report # 6000153200800439.